Event description:
It was reported that the patient underwent a posterior approach spine fusion surgery on the lumbar region from l4-5 where rhbmp-2/acs was implanted. Post-operatively, the patient experienced back pain radiating into both lower extremities. The patient continues to experience lower back pain that radiates down her lower extremities and into her feet. The patient is unable to practice and enjoy the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2013 the patient underwent 1) l4 decompression laminectomy 2) l5 decompression laminectomy. 3) l4-5 posterolateral arthrodesis. 4) l4-5 post lumbar interbody fusion. 5) application of intervertebral device, l4-5, 7x22mm psr. 6) segmental fixation with pedicle screw instrumentation, l4-5 with 6.5x40mm pedicle screw, l4-5 and 40mm rod right. 7) microdissection. 8) intraoperative fluoroscopy. 9) morcellized allograft. 10) morcellized autograft. 11) application of intracathecal allograft, infused protein. 12) application of epidural neural anesthetic agent, duramorph 400mg by separate lumbar puncture. Perop notes: thecal sac was retracted medially and an aggressive discectomy was preformed. The area was copiously irrigated. It should be noted that this patient was significantly collapsed with bone on bone. Intervertebral device was morphogenic protein/laminectomized bone, which is morcellized, and this was also inserted into the disc space. Hemostasis was assured. The incisions wre closed with dermabond skin adhesives. Lumbar puncture was then performed using csf.